Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the upper buttocks. On 10/01/2025, the patient was brought to the hospital due to symptoms of dehydration. These symptoms were compounded by an unrelated staph infection that the patient was experiencing. Given the complexity of the symptoms, the patient was admitted to the intensive care unit (ICU) for close monitoring and treatment. During hospitalization, a discrepancy was noted between the cgm and the hospital's fingerstick blood glucose reading. While the cgm indicated a "low" glucose level, the fingerstick measurement showed a blood glucose level of 300 mg/dl. This inconsistency, along with the patient¿s symptoms of blurred vision, fatigue, and nausea, was consistent with diabetic ketoacidosis (dka). The patient was treated with intravenous insulin and fluids to address the hyperglycemia and dehydration. Zofran was administered to manage nausea and vomiting. During the hospital stay, the cgm sensor eventually failed. The patient was discharged the day following the event. At the time of discharge, both the cgm and blood glucose readings were 150 mg/dl. As of the time of this report, the patient is stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis